Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2023 in order to reposition the electrode into the cochlea.

Manufacturer narrative:
This report is submitted on october 16, 2023.